Event description:
Add'l info rec'd from MFR 05/09/2001: the product was never returned to datascope for evaluation.

Event description:
Iabp catheter rupture no injury or prolonged stay. 8 french catheter with a 40cc.